Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6) european/russian female patient who underwent a breast augmentation revision with an unknown mentor breast implant has experienced postoperative left-sided capsular contracture, baker grade unknown. Patient reported that the left side was hard and uncomfortable. As a result, the patient underwent unilateral explantation and replacement with unspecified breast implant in 2006. This medwatch report has been defaulted to saline breast implant due to unknown type. In addition, the explantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.